Event description:
We have received a report from (B)(6) that the backrest on one of our enterprise 8000 model beds had operated without a command being given. The bed had a critically ill pt on it and the head actuator elevated on its own accord - again without anyone being near the bed. No injury was reported.

Manufacturer narrative:
Additional info will be provided pending the conclusion of the manufacturer's investigation.